Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and cleaned c8000, segment, cuvette assy, com part# 7-93112-01 with ict cleaning fluid and di water solution. The c8000, segment, cuvette assy, com part# 7-93112-01 was the likely cause of the elevated magnesium results and cleaning of the cuvette segments resolved the issue. A review of the architect c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the architect c804127 service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of historical data for the part c8000, segment, cuvette assy, com part# 7-93112-01 revealed no trends or systemic issues. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including a removal, replacement and verification of list number c8000, segment, cuvette assy, com part# 7-93112-01. A review of labelling adequately addresses sample results observed problems for erratic/discrepant results. Based on the investigation no product deficiency was identified for the architect c processing module, serial number (B)(6).this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium on c8000 processing module for multiple patients during duplicate runs. The one result example provided were: initial magnesium=5.97 mg/dl /repeated=2.04 mg/dl /repeated on another analyzer=2.17 mg/dl laboratory reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.